Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device check showed invalid data for a high rate episode and there was no electrogram. A review of the device history showed that this was due to a bit flip. It was noted that the patient had been having weekly radiation treatments. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. The bit flip in episode log resulted in invalid/missing data for episode. The patient had been exposed to radiation therapy.